Event description:
It was reported that during a da-vinci assisted radical transvesical prostatectomy, the customer called in to report an issue with one eye black at one surgeon side console (ssc). Prior to calling, the operating room team (or) performed a restart of the system, but the issue remained. The customer stated that the surgery was completed using the second surgeon side console without an issue. The intuitive surgical (is) technical support engineer (tse) asked if during a restart the breaker was also set to position 0 which was not the case. The customer said that they would try the reboot with breaker on position 1 after surgery to try to solve the issue. The tse checked the logs and identified the error 119 related to one monitor of the ssc1 confirming the impacted cart. The customer agreed to perform action after surgery and stated if the issue remained, they would call back. The customer called back and reported that the issue remained after restart including breaker for ssc1 one eye black. The customer also stated that they think it was the right eye which was black. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced monitor to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was replicated. In logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where monitor did not display any image, successfully replicating the reported complaint. As a result of these findings, failure analysis was able to conclude that the monitor no image was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.